Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-xxxxx and # 3005099803-2009-xxxxx for the other associated device information. It was reported to boston scientific corporation that three dynamic y stents were used during an esophageal tracheal fistula stenting procedure performed on the event date, (50+ patient). According to the complainant, the physician successfully placed a 15 x 12mm stent in a tracheal esophageal fistula in a pt with late stage cancer. However, the physician felt the stent was too large in size for the pt and removed it. The physician then placed a smaller, 12 x 10mm, stent successfully. However, the tumor began to bleed. The physician removed the stent, controlled the bleeding, and successfully placed an 11 x 8mm stent. Again, the bleeding resumed and the stent was removed. The physician had wanted to leave the stent in place; however, the anesthesiologist felt the stent should be removed in order to more effectively suction the bleed. The procedure was aborted at that time. This procedure was perceived as a last ditch effort for this extremely ill pt. The physician did not believe the stents were mislabeled, rather the difficulty was the result of the pt's anatomy. The pt's condition at the conclusion of the procedure was reported to be stable. The physician is no longer treating the pt.

Manufacturer narrative:
No device malfunction reported. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.